Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 430 mg/dl and treated with injection. Customer reported that insulin pump alarmed during manual prime. Alarm that occurred during manual prime was no delivery . Advise the alarm may have been caused by an infusion set/reservoir occlusion. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.